Event description:
Customer reported: it was difficult to puncture and enter the patient's skin, when the tip of the catheter was checked, the needle was stuck in the outer catheter. No additional information received.

Event description:
Customer reported: it was difficult to puncture and enter the patient's skin, when the tip of the catheter was checked, the needle was stuck in the outer catheter. No additional information received.